Manufacturer narrative:
(B)(4).

Event description:
Caller reported damage to the pump housing and usb, specifically that the charging port was loose, which prevented the cord from fitting well into the pump for charging. There was no adverse impact on the customer¿s blood glucose level. The customer declined follow-up with cts and proceeded with the process for a renewal pump.